Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator detected a rise of impedance from 700-1700 ohms. A save to disk was performed which underwent engineer analysis. Engineers confirmed the impedance rise and also noted that the thresholds had risen and the r-waves had also decreased. It was concluded that there could potentially be a lead, tissue, and/or tissue interface issue and it was the physician discretion to monitor or investigate further. It was later reported that an engineer had discussed the possibility of calcification at the electrode interface. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and the device explanted over six months later as impedances were greater than 2000 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.